Event description:
On wednesday, 11/25/96, a preliminary telephone report was made to the co, regulatory affairs dept from sales representative, regarding an episode which occurred at a medical ctr. Multiple re-contact attempts (at least 6) were made, with no further definitive info provided. The file was closed on this report on 1/15/97. The event occurred on 11/22/96 in a laparoscopic surgical case under the direction of md. Whether this event was formally reported by the user facility is unk. During utilization of the reposable step, a piece of the silicone rubber 5mm reducer cap became dislodged during the procedure and fell into the abdomen of the pt. The dislodged piece of material was successfulluy retrieved in an uneventgul manner. The procedure was concluded and the pt was returned to the recovery area. The pt is presently reported to have recovered, been discharged, and is doing fine. The retrieved piece of material was returned to the co for evaluation, although the reducer cap remnant and utilized product were not. An evaluation of this material has been performed by the co.